Manufacturer narrative:
(B)(4). Bag not able to hold lens. No product malfunction. Eval results: visual inspection of the returned product found optic torn. Piece of haptic torn off and missing. Lens returned in vial and in liquid. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single plate lens. Once the lens was inserted into the eye, the capsular bag was irregular. The bag was not able to hold the one piece lens. The lens was cut to remove from the eye and was replaced with a three piece lens. No sutures were used. The capsule bag did not tear and there was no vitrectomy performed. The reporter stated the cause of this incident was due to pt related condition and not lens related.